Manufacturer narrative:
The field service engineer (fse) indicated that he observed a left shift, low events of falsely elevated eosinophils, and intermittent hgb shift and r flags errors. He replaced the flowcell sample line. As part of preventative maintenance he re-aligned the multi-transducer module (mtm) and adjusted the mtm calibration gain and phase. He also replaced the hgb lamp to resolve the intermittent hgb shift and the hgb low cuvette voltage. Upon recur of the diff sample line failure; it is likely to cause erroneous differential results due to improper lysing of the diff sample. The results can be flagged, unflagged or non-numeric. Recurrence of the hgb lamp failure mode could cause erroneous hgb results due to optical failure. (B)(4).

Event description:
The customer reported that erroneous high eosinophils were recovered for 3 sample runs on the dxh800 instrument, when compared to the results from another dxh800. There was no death, injury or change to patient treatment attributed to this event as erroneous results were not reported out of the laboratory.